Event description:
The customer reported the images were distorted and uninterpretable. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage and interconnect cables were replaced. The system was then found to be operating as intended.